Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found one defect, in subassembly lots used as raw material for the reported finished product lot that may have caused or contributed to the reported complaint. However, these were within the acceptable quality limit (aql) per our finished product specifications. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. A cluster assessment found four similar or related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon outer cover separated upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces and did not seek medical assistance. She has stated she is feeling well. No further information is available at this time.